Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and ruptured ectopic pregnancy ('rupture ectopic pregnancy') in a 33-year-old female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, vomiting, tachycardia and tiredness. The fetus was noted to be free floating in the sac near the right cornua. The fetus was free floating in the sac near the right cornua and removed. The fetus was free floating and removed. Pelvis was irrigated. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed and removal of cornual fetus and placenta). Essure was removed on (B)(6) 2008. At the time of the report, the perforation, ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, perforation and ruptured ectopic pregnancy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and ruptured ectopic pregnancy ('rupture ectopic pregnancy') in a 33-year-old female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, vomiting, tachycardia and tiredness. The fetus was noted to be free floating in the sac near the right cornua. The fetus was free floating in the sac near the right cornua and removed. The fetus was free floating and removed. Pelvis was irrigated. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed and removal of cornual fetus and placenta). Essure was removed on (B)(6) 2008. At the time of the report, the perforation, ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, perforation and ruptured ectopic pregnancy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and ruptured ectopic pregnancy ('rupture ectopic pregnancy') in a 33-year-old female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, vomiting, tachycardia and tiredness. The fetus was noted to be free floating in the sac near the right cornua. The fetus was free floating in the sac near the right cornua and removed. The fetus was free floating and removed. Pelvis was irrigated. On (B)(6)2006, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed and removal of cornual fetus and placenta). Essure was removed on (B)(6)2008. At the time of the report, the perforation, ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, perforation and ruptured ectopic pregnancy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: medical records: reporter information added, new event added (ectopic pregnancy, ruptured ectopic pregnancy, device ineffective) were added, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted for female sterilization. In 2006, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2008. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.